Manufacturer narrative:
The device was received with the cannula fully deployed. Inspection of the needle mechanism components found no damages or deficiencies that would result in the needle mechanism failing to deploy as intended. Although no issues were noted with the needle mechanism, it could not be determined when the needle mechanism deployed. A root cause for the reported needle mechanism failure could not be determined. The device was received with the damage observed to the exposed portion of the soft cannula. Further inspection of the fluid path found fluid leaking from a tear in the soft cannula near the formed needle tip. It could not be conclusively determined when or how this damage occurred. The download data does not contain any timeouts or pulse width increases that would indicate a failure to deliver insulin. No other damages or manufacturing deficiencies were found that would result in the device failing to deliver insulin.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the cannula did not fully deploy when the pod was activated; this indicates a needle mechanism failure occurred. The pod was worn between 1 and 4 hours and patient reported a blood glucose level of 190 mg/dl.